Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. Visual inspection found no discrepancies. Leak test was performed using hydrostat vessel and leak was detected in the air vent of the filter. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device was in use with patient for infusion of blicynto. The reporter stated the patient noticed the device was leaking at the filter area and reported to the prescribing hospital's emergency department to obtain a replacement device. No adverse effects to patient reported.